Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 450 mg/dl. The current blood glucose was 389 mg/dl. Customer treated high blood glucose with syringe. Based on customer report customer does not allege pump was under delivering. Customer took 2 injections when sugar goes over 100 mg/dl. Drive support cap appears normal. The insulin pump will not be returned for analysis.